Event description:
It was reported that the patient has heard an audible alarm on two different occurences. Episodes of ventricular tachycardia and ventricular sensed events were noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.